Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronics. The pump was unable to verify missing segments and numbers count down anomaly due to blank display. The pump was received with minor scratched display window and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call of a blank display from the insulin pump. The customer's blood glucose level was 200 mg/dl. The customer stated that he cannot get the pump to turn on. The customer was advised to insert new aaa alkaline batteries. The customer stated that the display did not return back to normal. The customer stated that the pump has not been dropped or bumped. The customer stated that the pump was not exposed to moisture. The customer was advised to clean the battery cap contact with a cotton swab and isopropyl alcohol. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.